Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a replace battery now alarm. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump had a replace battery now alarm without the low battery alert warning and buttons were hard to push . No troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed rewind test, prime test, seating test, basic occlusion test, force sensor test, sleep current measurement and active current measurement. The power management graph indicated connector resistance issue. Pump error 25 alarmed while monitoring and an unexpected power loss alarm in the pump history due to connector resistance issue. Connector on electrical board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 3 days with the device functioned properly during testing as shown in the power management graph. Unable to perform displacement test and occlusion test due to missing retainer. An intermittent button response was noted on the down arrow and select buttons due to moisture damage on keypad traces. Unexpected pump error 63 alarmed during self test due to moisture damage on keypad traces. The device was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, missing serial number label, missing end cap address label and slight corrosion in battery tube.